Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Premarket / 510(k) #: k163248, k151895. (B)(4). It was reported that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used during a biopsy procedure on an unknown date. It was reported that post procedure, while hospitalized, the patient had a significant mediastinal hematoma. The mediastinal hematoma was observed 4 days after the biopsy procedure. Reportedly, anticoagulants were used as a treatment for the hematoma. The physician is unsure if there was any relationship between the needle device and the hematoma.